Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated MDR numbers 1225714-2013-03332, 1225714-2013-03333.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2005 after the use of the product.

Manufacturer narrative:
This is one of two device reports related to this event. Additional information has been requested and will be reported out via another MDR accordingly. The associated manufacturer report numbers for this event are 1225714-2013-03332 and 1225714-2013-03333.